Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power issues and that the battery compartment was damaged. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: the pump powered on with intact auditory and vibratory features to a blank display making it impossible to adequately investigate the reported intermittent power issue. The battery compartment and the cap were undamaged and were able to fit securely. Unrelated to the original complaint, upon removal of the pump cover, moisture induced corrosion was found on the printed circuit board, on the force sensor plate, and on the voltage circuits on c52 and c55 components.